Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug was replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It is reported the power plug was cracked and the connections were a bit loose inside. The fe confirmed the sys had intermittent issues where it would crack and need a reboot. There is not report of death or serious injury associated with this complaint.